Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled (rmd). Technical services (ts) was consulted and confirmed the remote monitoring was disabled. Ts advised that a patient data file needs to be sent in order to confirm reason for disablement, however due to the limited amount of data in the truncated payload, the cause of rmd is unknown at this time. It is possible that rmd was entered due to high battery impedance and loaded voltages below 2.1. If this is the case, the device could possibly enter safety core operation. If the patient is at risk of harm from safety mode operation, replacing the device as soon as possible was recommended. If not, disk analysis is suggested to determine the rmd. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled (rmd). Technical services (ts) was consulted and confirmed the remote monitoring was disabled. Ts advised that a patient data file needs to be sent in order to confirm reason for disablement, however due to the limited amount of data in the truncated payload, the cause of rmd is unknown at this time. It is possible that rmd was entered due to high battery impedance and loaded voltages below 2.1. If this is the case, the device could possibly enter safety core operation. If the patient is at risk of harm from safety mode operation, replacing the device as soon as possible was recommended. If not, disk analysis is suggested to determine the rmd. No adverse patient effects were reported. The device remains in service. Received additional information the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.